Event description:
It was reported that during a breast biopsy, there was an issue with the cable on the device. No reported patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.